Event description:
Infant born on (B) (4) 2010 at (B) (6) weeks. Infant determined to need uvc placement for IV access. Number 5fr uvc placed and threaded to 9cm. Uac placement attempted using number 3.5 fr catheter inserted to 13cm. Unable to obtain blood return. Uac removed intact. Peripheral arterial catheter placed successfully. On (B) (6) 2010, an intra-abdominal hematoma suggestive of a pseudoaneurysm.